Event description:
Ous MDR - this rv lead exhibited impedance above 200 ohms. ICD was set to off. An x ray confirmed a lead break; crush is suspected. Should additional information become available this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided x-ray images. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available diagnostic images were analyzed demonstrating the lead under complaint as well as an atrial competitors lead. In the region of the atrial ring electrode the nearby leads seem to interact with each other as also assumed in the complaint description. The suspected conductor fracture could be identified in this area. It is highly likely that friction against the atrial leads ring electrode impacted on the lead under complaint which might have led to the possible conductor fracture. However, a definite conclusion cannot be drawn based on the limited data. In particular, an analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.